Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that one 14v battery was not lasting as long as the others and would suddenly die. The battery was assessed and found to be fully charged and not in need of calibration. The patient then used the battery while inpatient and after approximately 3.5 hours the battery suddenly died without creating low voltage alarms. The other battery in use at the time did not have any issues. The patient was changed to a functioning fully charged battery.

Event description:
The patient was changed to a functioning fully charged battery and the faulty one was to return for evaluation. No log files were available. It was stated that there were no events reported after the battery was exchanged. It was unknown why the controller did not alarm.

Manufacturer narrative:
Serial number has been corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not alarming for low voltage alarms cannot be confirmed. The system controller, serial number (B)(6), was not returned for evaluation. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, revision a, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.